Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they think some of the leads "have come off" and they were "functioning with one or two leads". Caller said that when they were getting their ins battery replaced, the healthcare provider (hcp) noted that there were complications and some leads had "dissolved". Caller stated that they ended up not having to replace leads during their 2018 implant procedure. Additional information was received from the manufacturer representative (rep). The rep spoke with the physician's assistant. They reminded the rep that the call had been placed because they were having trouble interrogating the the patients device in the office. The rep determined that they were using the wrong clinicians app and therefore they were unable to interrogate. Once the rep pointed out the correct patient clinician app for them to use, they were able to interrogate the device. They then hung up without further discussion. Once the rep heard from them this week, the rep asked them what the outcome of the interrogation had been. They stated that upon doing an impedance check that the 0 electrode was showing that it was out of acceptable impedance parameters. They proceeded by eliminating any programs that utilized electrode 0 and then replacing those programs with functioning electrode combinations. They stated that they were able to successfully reprogram the device without utilizing electrode 0 at all.

Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot#: (B)(4), implanted: (B)(6) 2001, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3080, serial/lot #: (B)(4), ubd: 02-apr-2005, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.